Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused long term sinus problems, ent problems, nosebleeds, congestion, sinus headaches and sinus infections, sorethroat, excessive phlegm, dry airways, severe vertigo and dizziness. The patient did report to receive medical intervention and had a cauterization of the sinuses, has seen several specialists and was placed on antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging device/power cord or supply too hot to touch, device is noisy related to a CPAP device's sound abatement foam. The manufacturer also received information alleging a CPAP device's sound abatement foam became degraded and caused long term sinus problems, ent problems, nosebleeds, congestion, sinus headaches and sinus infections, sorethroat, excessive phlegm, dry airways, severe vertigo and dizziness. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In initial report, section d5 was not captured, corrected and updated these sections in this report

Manufacturer narrative:
In previous follow-up one report, section g3 was captured as 05/24/2023, it should be 05/25/2023, corrected and updated in this report.